Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient present for follow up with episodes of non-sustained right ventricular over-sensing reported by the implantable cardioverter defibrillator. The episodes were attributed to the over-sensed noised caused by the left ventricular assist device. No interventions and no patient symptoms were reported. Further information was requested but not received.